Event description:
While working as a certified nursing tech. The plaintiff states that she wore latex gloves and experienced the following symptoms: hives, wheezing, hand dermatitis, runny eyes, runny nose, dizzines and flu-like symptoms. April 1996 she was notified that she was allergic to latex.